Event description:
After standard sterile placement of # 24g 6" catheter in left basilic vein and flushing of catheter with 2cc ns, pt experienced: "feeling sad," face flushed, c.p. S.o.b., gray color to face, hbp, tachycardia within 5 min. Catheter removed immediately, 911 called, pt in supine position. Pt transported to ER within 15-30 min of episode, after treatment in home by paramedics. Pt admitted to hosp for r/o mi and pe. All symptoms subsided after 1-2 hrs in hosp. All diagnostic tests in hosp were normal.